Event description:
It was reported that prior to implant the pulse generator could not be interrogated.

Manufacturer narrative:
Final analysis found intermittent telemetry during interrogation. Radio frequency module was the cause of failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative. Device evaluation anticipated but not yet begun.